Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor generated alarm for low pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Replaced parts were discarded by the hospital. Our field service engineer found that the compressor unit was displaying low pressure and that the compressor motor wasn¿t turning on. The compressor motor was replaced and as a precaution the mains inlet was also replaced. The compressor unit was returned to customer and cleared for clinical use after passed functional and safety tests per factory specifications. If the compressor cannot deliver enough air pressure during ventilation, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the compressor motor was broken. The root cause cannot be established due to lack of returned part.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1917mcc1738.